Manufacturer narrative:
Voluntary report mw5069802. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clear plastic particle was identified in an intravia solution bag while admixing a multi-dose bag of piperacillin-tazobactam. The plastic particle was larger than the bore of the syringe needles which were used to transfer the IV solution and the reconstituted antibiotic solution. The bag was accessed with an 18g needle. The issue was discovered prior to dispensing the medication. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual examination, a clear plastic particle (a gel mark) was observed inside the bag. The reported condition was verified. The cause is a material manufacturing issue. There are controls in place related to this failure mode in the manufacturing plant. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.